Event description:
Pt reported that her pump broke on (B)(6) 2023 and she needs a replacement. Unknown if pt missed dose. Pump being sent back and replacement is being sent. Unknown if pt experienced an adverse event. No further information. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by: patient/caregiver.